Event description:
Customer reported when attempting to download with the universal cable, resulted in an error. Download was not completed. A request was made for return product and replacement product was sent.